Manufacturer narrative:
(B)(4). Additional information: site visit summary from (B)(4) 2014. The complaint is likely a result of pan displacement after firing while the stapler was being reloaded. All drivers were intact and accounted for and the sled was in good condition. Onsite device inspection. Upon inspection of the reload and stapler, this is likely a case of pan displacement caused by the reload slightly torquing due to lateral force applied during its removal from the stapler channel. This assumption is based on the following: bent distal pan retention pin. Scratches on the side of the reload due to interference with the pan retention pins as the pan became displaced from the reload body. The small crack located in the middle of the reload which was likely a result of lateral force being applied during removal. We met with the surgeon at the site. We began with his experience with the reload from the previous day based on what they had observed and the device inspection. We explained what we believed to have happened and were able to replicate the failure mode. He seemed satisfied and told him we would follow back up in the coming weeks after we have the final analysis. Photographic analysis: based on the photo evidence of the subject plee60a with a black cartridge, the event description cannot be confirmed. The analysis results that one plee60a device was returned with no visual non-conformances and with a gst60t cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The voc of the cartridge pan separation was confirmed. The pan lodged in the channel would result in cartridge installation issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that eleven gst60t cartridge reloads were received inside their sterile package, unfired and in good visual conditions. The reloads were opened and were visually inspected under magnification for staple presence and pan attachment and found to be conforming. The returned reloads were loaded into a test plee60a device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the black gst cartridge was removed after the second firing and a new cartridge was unable to be loaded. Upon inspection, it was noted the metal pan was still in the jaws from the previous cartridge. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information received: there was deck deflection which caused the staples to be malformed, herring bone.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.